Manufacturer narrative:
Evaluation of the returned tubing revealed an undamaged and functional device. During functional testing, the tubing was tested with a demonstration canister and pump and no leakage was observed. Therefore, the reported leak at the flow switch during use could not be confirmed. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right axillary artery using an indigo system aspiration tubing (tubing) and an indigo system cat 6 aspiration catheter. During the procedure, the physician noticed a leak at the flow switch of the tubing. The physician decided to remove the flow switch and connect the tubing directly to the cat6 to complete the procedure. There was no report of an adverse effect to the patient.